Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 10-aug-2020, it was reported that the patient's infusion set's tubing came out of the site location, overnight while the patient was sleeping. She thinks that she might have rolled over the tubing which might have caused some pulling. The site location was her rear back and the pump was laid on the bed. Moreover, the infusion set had been in use for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The pump was not dropped with the set connected to patient's body. No further information available.